Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a calcified vessel below the knee. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the second inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications nor injuries were reported.